Event description:
It was reported that balloon rupture occurred. A 3.50mm by 12mm nc emerge balloon catheter was advanced for the treatment. However, during the fifth inflation at 12 atmospheres, for 10 seconds, the balloon ruptured. The device was then removed, and the procedure was completed with a different device. There were no patient complications reported and patient remains in stable condition post-procedure.